Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported on behalf of a surgeon, suction one began to hiss half way through flap creation during lasik flap procedure of the right eye. The conjunctiva began to pull in superiorly causing pseudo suction due to the loose conjunctiva. The flap was able to be completed followed by a good lift and noted flap bed.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received; the doctor is unsure if the difficulty was due to loose conjunctiva.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Review of the logfiles for the day of treatment shows during start up the vacuum check, the energy check and the ablation check were successfully without issue. Also the image of the ablation check shows a valid and good test. The reported treatment was finished successfully. No reported problem can be confirmed by the logfile review and no technical problems can be identified by the logfile review. Technical root cause could not be determined as the device is performing within specifications and as intended. The manufacturer internal reference number is: (B)(4).